Event description:
It was reported that the external pulse generator (epg) was unable to pace when being utilized with a patient. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. (B)(4) no anomalies found.